Event description:
Left heart cath (lhc) procedure performed. Angioseal vip used to close right femoral arteriotomy without difficulty. During post assessment, diminished pulses noted. Md notified and patient taken back to cath lab. Collagen from angioseal found in right femoral artery. Attempted repair by md unsuccessful. Surgeon notified and patient taken to or for exploration of right femoral artery with possible embolectomy and removal of collagen from artery.